Event description:
It was reported that the physician's handheld was fully charged, but would not power on. The unlock button was identified to not be engaged and the battery was removed and replaced; however, this did not resolve the issue. The physician was provided a new programming computer. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
The handheld and programming software were returned for analysis on 04/16/2015. Product analysis was completed on the flashcard on 05/06/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Product analysis was completed on the handheld on 05/06/2015. During the analysis it was verified that the handheld would not power on using the ac adapter. The cause for the anomaly is associated with damaged sync connector leads on the main pcb. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector leads and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified.

Manufacturer narrative:
.